Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft detachment occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). A guidezilla guide extension catheter was selected for use. During procedure, the physician rotated a non bsc micro catheter was together with the guidezilla. Then the micro catheter was twisted and extra force was applied and it became like a metallic fatigue. Furthermore, when removing the guidezilla from the patient, the device was detached in the collar part. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes device evaluated by MFR: the device was returned in two pieces. The hypotube, collar and distal shaft were microscopically inspected and noted a complete separation at the collar with numerous kinks in the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as there was ¿twisting stress¿ added to the device during the procedure, contrary to the dfu warning: "this is a non-torqueable device." (B)(4)

Event description:
It was reported that shaft detachment occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). A guidezilla guide extension catheter was selected for use. During procedure, the physician rotated a non bsc micro catheter was together with the guidezilla. Then the micro catheter was twisted and extra force was applied and it became like a metallic fatigue. Furthermore, when removing the guidezilla from the patient, the device was detached in the collar part. The procedure was completed with this device. No patient complications were reported and the patient's status is good.